Manufacturer narrative:
Further investigation revealed corrosion damage within internal components. The probable cause of the overheating was attributed to the corrosion. Corrosion damage occurs over time due to repeated autoclave cycles. The damaged parts were replaced and the device was repaired and returned to circulation.

Event description:
The stryker loaner core impaction drill was sent in for service and it overheated during performance testing. No adverse event was associated with the event.